Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was supply was adjusted, the battery was replaced, and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communications error and would lock up. No patient injury was reported.